Event description:
It was reported that the rigid video laparoscope had image dropped during sedation for a laparoscopy therapeutic procedure. The intended procedure was completed with the same device. There was a delay of less than 30 minutes.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, the likely cause of the reported event is due to the charged coupled device (r-unit) is broken. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. However, the root causes are unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.